Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of two devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the products, and an evaluation of the returned devices. The sutures were not cut but were disengaged at the distal ends. Engineering removed the interlocks and re-fired the units inspecting for needle alignment and catch function. The units fired and functioned as normal. Functional testing of the returned products confirmed the products met quality release specifications. The reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4). Refer to MFR report # 1219930-2016-00198 for same procedure with the same device but different lot number.

Event description:
According to the reporter: during a meniscal repair procedure for a knee, the suture got cut by the device. Another vendors device was used.

Manufacturer narrative:
(B)(4). Refer to MFR report # 1219930-2016-00198 for same procedure with the same device but different lot number.